Manufacturer narrative:
Additional information received that the doctor reported that the atrophy was caused by the pressure of the belt cuff on the urethral muscle. The patient's current status is stable and continent.

Event description:
It was reported that the patient experienced atrophy of the urethra. The artificial urinary sphincter(aus) device was replaced on (B)(6) 2019. A patient outcome from the procedure was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced atrophy of the urethra. The artificial urinary sphincter(aus) device was replaced on (B)(6) 2019. A patient outcome from the procedure was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.